Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date of the medical event is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date "at the end of (B)(6)" he received an unspecified "high" reading on his adc blood glucose meter, which he now believes was "wrong". He further reported he self-administered an unknown amount of insulin in response to the reading and then experienced "sickness" and subsequently lost consciousness. Paramedics were called and transported him to a local healthcare facility. At the hospital customer was diagnosed with hypoglycemia and treated with what the customer thought was rapid acting insulin. Customer was contacted in follow-up to clarify the treatment given and he noted that he really couldn't remember. There was no report of death or permanent injury associated with this event.